Manufacturer narrative:
(B)(4). Five (B)(4) devices of the same lot number were returned for evaluation. Two of the devices had been used. Sealing function was tested on all five devices and self-activation was confirmed when the handle latched on one of the used devices. The other four devices were checked and tested satisfactorily. The cause of the self-activation is due to an extended tab on the switch cover. Covidien has implemented a new switch cover with a shorter tab. This device was manufactured prior to this change being implemented.

Event description:
The customer reported that during a laparoscopic cholecystectomy the device activated when the jaws were slightly open although the activation button was not being pushed. Another device was used to finish the procedure with no further difficulties. The device was not on tissue at the time and there was no pt injury associated with this event.